Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The patient reported low prime volume which indicates that the pump was dispensing insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/02/2014 with the following findings: during investigation, a review of the black box showed that the last basal delivery was on (B)(6) 2014. The pump information for event date of (B)(6) 2013 has been overwritten. No activity outside of normal use is observed. During evaluation, no intermittent condition was found to the force sensor circuit when the pump was opened. The load step malfunction issue was not duplicated during the investigation due the pump information having been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.